Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on (B)(6) 2026. The infusion set cannula was kinked. The event occurred within three hours of insertion. The insertion site was abdomen. The blood glucose level was 450 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information is available.